Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough extrafloppy; guide cath: launcher 7f sl3.5; stent: promus element 3.0x20mm, nobori 3.0x18mm. (B)(4) - failure to follow steps/instructions/above rated burst pressue. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the patient effects and the relationship to the device if any cannot be determined, the reported patient effects of angina, enzyme elevation, and thrombosis are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events of coronary stenting procedures. Additionally, it was reported that the device was deployed at 22atm in the vessel with non-abbott drug-eluting stent implants. It should be noted that the IFU (way to use section) states do not exceed the labeled rated burst pressure (rbp) of 18atm. Additionally, the IFU states: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. Additionally, only stents composed of similar materials should be implanted in consecutive stent to stent contact to avoid corrosion potential between unrelated materials. In this case, it is unknown if the reported IFU deviations caused or contributed to the reported complaint or patient effects.

Event description:
It was reported that the patient had experienced an acute myocardial infarction on (B)(6) 2012. The procedure was to treat a lesion located in the left anterior descending artery (lad) and a few non-abbott stents were implanted in the lad. On (B)(6) 2012, the patient underwent an elective procedure to treat the left circumflex (lcx). A consecutive lesion was observed from the distal lcx. Pre-dilatation was performed in the distal, proximal and ostial of the lcx, after which a 2.5 x 15 mm xience prime stent was implanted distally with 2 inflations using 22 atmospheres. A 3.0 x 20 mm non-abbott stent was implanted in proximally, after which a 3.0 x 18 mm non-abbott stent was implanted in the ostial proximal lcx. Intravascular ultrasound (ivus) was performed and the xience prime stent was under-expanded. Post-dilatation was performed and ivus confirmed the stent was over-expanded. The procedure was completed. On (B)(6) 2012, cardiac enzyme elevation and slight heart failure exacerbation was noted. On (B)(6) 2012, ultrasonic cardiogram (ucg) confirmed that the inferior wall was asynergy. On (B)(6) 2012, coronary angiography (cag) was performed because the patients heart failure symptoms had improved. A total occlusion with thrombus was noted in the distal lcx by cag for which intervention was performed with balloon angioplasty and the placement of a 2.5 x 38 mm xience prime stent in the proximal of the xience prime 2.5 x 15 mm stent (overlapping). A 3.0 x 18 mm xience prime stent was implanted in the proximal of the 2.5 x 38 mm xience prime stent (overlapping) and the procedure was completed. The patients condition was recovered and the patient was discharged on (B)(6) 2012.